Event description:
It was reported that during implant the set screws of the pacemaker could not be tightened. The physician elected to replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
The reported event of setscrews unable to tighten was confirmed. The pacemaker was returned for analysis. Inspection revealed the atrial and ventricular setscrews both had excessive septum punch-outs in the insets of the setscrews. The excessive punch-outs prevented the torque wrench from inserting into the setscrew insets needed to engage the setscrews to tighten them. The excessive punch-outs came from numerous incorrect wrench insertions through the septums by the user of the wrench. The cause of the reported event was related to the user's incorrect use of the torque wrench.